Manufacturer narrative:
Instrument and system log reviews could not be performed due to insufficient event information. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient died following an unspecified robotic procedure. How they died and the events that ed to the death are not provided. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that a patient who underwent an unspecified da vinci-assisted thoracic procedure, expired. Additional information has been requested; however, no response has been received.